Event description:
Pt has a history of bilateral breast implants and had removal and reimplantation of implants x 3. Now presents to the hospital with infected left breast and leaking left breast implant. Pt went to the or in early 2009 for complex I & d left breast, debridement left breast, explantation of 2 leaking implants, left breast explantation of silicone implant material under general anesthesia. Procedure: complex I & d breast, debridement left breast, explantation of 2 leaking implants, left breast implantation of silicone implant material. Pre op diagnosis: ruptured and infected left breast implant. Post op diagnosis: severe tissue necrosis left breast secondary to chronic silicone leakage, infected left breast.